Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50 ml ll leaked. The following information was provided by the initial reporter: "we received a reclamation that the drug (propofol) leaks past the gum of syringe. Unfortunately we do not have additional information, because the person, whom was involved is on vacation. We will send you all information as soon as we get them."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one unused sample of lot 2004225 and one photo was received for evaluation by our quality engineer. The lot received differs from the lot code that was initially reported, 2002243. Through visual inspection of the photo, a leakage past the stopper ribs was observed. There is no damage or other defect identified in the photo that could have contributed to the reported failure. The sample for lot 2004225 that was returned was disassembled for further evaluation, there was no damage noted in the plunger rod or other components that could have caused a leak and the stopper was properly assembled onto the plunger. Leakage testing was also performed on the unused sample of lot 2004225 and no leakage was observed. As no physical sample of lot 2002243 was returned, ten retained samples of the same lot were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was identified. A device history review was performed for the reported lot 2002243 and received lot 2004225 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: "we received a reclamation that the drug (propofol) leaks past the gum of syringe. Unfortunately we do not have additional information, because the person, whom was involved is on vacation. We will send you all information as soon as we get them.".